Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that melenic stools were noticed on (B)(6) 2018. The patient presented to the ed on (B)(6) 2018. A enteroscopy was done on (B)(6) 2018. A few localized erosions were found in the astric antrum. Biopsies were taken. A colonoscopy was planned for (B)(6) 2018. Anticoagulants at the time of the event were aspirin and warfarin. The patient received two units of packed red blood cells(prbc) as a result of the gastrointestinal(gi) bleed.

Manufacturer narrative:
Additional information a direct correlation between hm3 left ventricular device(lvad) could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvad and no additional complaints have been reported at this time. The heartmate 3 lvad IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the source of the gi bleed could not be found. A capsule endoscopy was performed on (B)(6) 2018 and found active bleeding throughout the small bowel. Gi was unable to repair the site mechanically due to the location of the bleeding. An sbe was conducted on (B)(6) 2018 and found no bleeding sites, and another sbe was conducted (B)(6) 2018 which also found no source of bleeding. A stomach biopsy showed chronic antral gastritis but was negative for h pylori. Warfarin was held 23aug2018 until 1sep2018. Asa was held from 17aug2018 till 12sep2018. Asa was re-assumed on (B)(6) 2018. The gi bleed resolved and the patient was discharged on (B)(6) 2018. The patient has continued anticoagulation.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was oct 9, 2018.